Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported a patient with cardiomyopathy was on an impella 5.5 for mechanical circulatory support. During support, it was reported that the device was being ran at subtherapeutic levels due to bleeding concerns. The procedural outcome noted that the patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.